Manufacturer narrative:
(B)(6)

Event description:
It was reported that following the implantation of a monarc, the patient underwent anesthesia for excision of the mesh. The patient also had urethrolysis as well as autologous fascial pubovaginal sling placed. Cystoscopy was also performed. It was noted that the device malfunctioned. Additional information was requested, if received a follow up report will be sent.